Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient¿s blood glucose levels were elevated up to 320mg/dl after being in the heat. The patient changed their site/set and cartridge and woke up with a blood glucose level of 170mg/dl. The patient¿s blood glucose level rose to 280 mg/dl after lunch. The patient reportedly sees a diabetes educator every few months for adjustments as needed. The reporter did not wish to troubleshoot the pump at the time. The patient¿s blood glucose excursion does not meet criteria for an adverse event. This report is being made based on the indication that the pump may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.